Event description:
It was reported that the patient's leads migrated. It was also reported that the patient experienced pain at the ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads and the ipg were explanted and replaced to address the issue. Effective therapy was restored post-op. In a recent update, it was reported that the ipg pocket site pain has resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.